Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer reported that the buttons were unresponsive. The customer also reported that the insulin pump froze. The customer mentioned that there was a failed battery alarm on the screen. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to water. The customer stated that there was water inside the insulin pump for a period of time. The customer stated that the insulin pump was stock on a countdown. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on all electronic assemblies and with corroded motor home switch noted. Unable to perform pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurement due to blank display. Also, unable to verify failed battery test alarms, frozen screen anomalies, audio beep anomalies and watch dog alarms due to blank display. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.